Event description:
The following has been reported: pump found on biomed cart outside of spd with sign that said broken lever. Confirmed the admin set lever will not open. Did full shut down and still would not open. Spoke to spd staff, they had no info on who reported pump problem. Pump returned to ivenix 3/18. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (vr encoder) (sensor-4) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Resistor coupler was unable to move, and was locked in a position that creates a mechanical lockout to the loading lever - therefore it is unable to be opened / closed without use of the override button. When booted, the pump is in a safe state (blinking red lights). Issue is isolated to the vr encoder board (ivenix p/n 90-3080), where the encoder is not responding, and is giving an error code to the system. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.